Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the devic exhibited error code '41786.' The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) seal. Event history log review was not applicable due to error code 41786. Functional testing was able to replicate the reported issue; error code 41786 occurred during pump power up. The root cause was determined to be a depleted internal battery, likely due to prolonged inactivity of the pump. The error code was cleared and internal battery charged for 250 hours. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.